Event description:
It was reported that the fiber broke near the tip. It is unk how the case was completed and no add'l info was available. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber was confirmed to be broken approx 3 feet from the distal tip. The outer sheathing was found to be torn on both sides at the fracture location; devitrification of the fiber distal tip was also observed. The breakage observation most likely resulted from user handling/excessive bending during the procedure.